Event description:
An erroneous flag was generated by the access instrument. The erroneous flag was misinterpreted by the customer and the customer assigned a 0 ng/ml value for the flag. The psa result of 0 ng/ml psa was reported out of lab. The physician questioned the 0 ng/ml psa result. This result was not consistent with the patient's previous psa test result. The patient was redrawn for psa. The psa result was 6.64 ng/ml. The result was consistent with previous psa test results. The customer indicated that there have been no reports of treatment changes or injuries that can be associated with this event.